Event description:
The advocate stated, that the customer's blood glucose was tested using her contour and accu-chek meters. The contour read 19 mg/dl, while the accu-chek read 200 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.